Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). A 5.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.